Manufacturer narrative:
During follow up with tandem technical support (B)(4) 2016 , the customer stated that they might have added more than initial filled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Tandem technical support reviewed pump data and determined pump functioned as intended for fill estimates. It was also reported that the customer was having difficulty unlocking the pump and the screen was not responsive. The customer reported on one occasion blood glucose level was 400 mg/dl and administered a manual injection to address.